Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed safety assessment and the rpm was below specification. An assessment was performed on the device which found that the device failed the safety assessment (powerbroken) and the rpm was below specifications (68,564 should be at least 75,000). During repair it was observed that the vanes are worn out causing the low rpm, also the pawls release and lock cylinder were damaged causing the failed safety assessment. It was determined that the assignable root cause of the condition with the vanes was due to normal wear over time. It was further determined that the assignable root cause of the damaged lock cylinder and pawl release was due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device ran in safety mode, and the rotations per minute (rpm) was below specification. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.